Manufacturer narrative:
The complaint of leak in the catheter is inconclusive due to the original complaint sample was not returned for evaluation. Returned for evaluation are three un-opened groshong 4 fr PICC nxt catheter trays. The trays were opened and their catheters and stylet wires were removed. Gross and microscopic examinations of the three catheters and stylet wires are unremarkable. During functional testing no leaks were observed emanating from the catheter. Gross visual, microscopic and functional testing shows no evidence of defect or deformity related to the mfg process. With the three samples that were returned the complaint incident could not be replicated in the laboratory settings. A lot history review (lhr) or rewg1481 showed one other similar product complaint(s) from this lot number ((B)(4)).

Event description:
New PICC was inserted at 1:30 pm on (B)(6); again PICC was patent when the pt was sent to the ward. By 5:30 pm the same day, radiology rec'd another call from the ward that the PICC is leaking near the entry site. Radiology went up and it was as per the previous PICC, leaking with a clear split as you pulled the PICC out. The PICC was removed yet again and the pt was treated with a peripheral cannula. Staff on (B)(6) has not changed, and they say the maintenance of the PICC was as per standard. Neither PICC's were kept for evaluation.